Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported event cannot be conclusively determined through this evaluation. Low flow alarms were confirmed via the evaluation of the log files provided by the account; however, a specific cause for the alarms could not be conclusively determined through this investigation. The controller event log file contained events on 04jun2024, spanning approximately 75 minutes. Intermittent low flow alarms were captured throughout the log file due to the estimated pump flow being calculated to be below the low flow alarm threshold of 2.5 lpm (liters per minute) for more than 10 seconds. No other notable alarms or unusual events were captured, and the pump operated as intended at the set speed. The low flow alarms continued into 05jun2024, per the account. Additional information regarding the event was requested from the account; however, none has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms prior to dialysis. The dialysis was unable to be completed due to the alarms. The patient was then admitted on (B)(6) 2024 and the patients mean arterial pressure was in the 70s. Log files were submitted for review and captured low flow events on (B)(6) 2024 at times when pulsatility index (pi) was elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.